Event description:
The customer states that one patient has generated false positive axsym cmv igm assay index results of 1.188 and 1.319. Controls have been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.